Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 21 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the fourth of four reports. Refer to 8030647-2020-00119 for the first report; refer to 8030647-2020-00120 for the second report ; refer to 8030647-2020-00121 for the third report. It was reported that the closed suction catheter had a loose connection and "popped off" at patient connection. There was alarm awareness and the catheter was reapplied or switched out for another like closed suction catheter. No patient injury, or adverse events reported.